Event description:
Customer reportedly received a result of 163 mg/dl on the aviva combo system, and a result of 85 mg/dl on a professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).